Event description:
Fracture and separation of dilator. Post first stent, there was difficulty in advancing the long sheath distal enough to implant the second stent. Attempted using a 14fr d'vill sheath an during maneuvering of the sheath, the tip of the dilator separated from the body of the dilator and was left on the wire. A 15mm gooseneck snare was used to retrieve the dilator fragment through a larger 26f sheath.

Manufacturer narrative:
A review of the device history record was performed and no issues were noted. There have been no other complaints of this nature received on this product device lot. A review was also performed on the dilator component used in this lot of devices. There have been no ther complaints of this nature for this component lot of dilators. The introducer was returned to numed on 1/17/2025. The dilator's hub and distal end are both detached. Both breaks are clean with no evidence of stretching. A comparative d'vill was tested. The dilator was slowly bent until failure. After reaching a radius of under 1 inch, the dilator kinked without breaking / fracturing. A pull test was performed on the junction between the dilator shaft and the hub. The junction failed at 114.91n. The shaft stretched before failure. The review of the complaint device showed that the dilator had become brittle. This is consistent with extended exposure to uv light. The IFU has a statement that reads - "avoid extended exposure to light." The comparative device performed normally during the kink and pull testing.